Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115316, comp rvrs shldr glnsp +6 36mm, lot # 088410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital won't allow its return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left shoulder procedure approximately a 5 weeks ago. Subsequently, patient was revised due to disassociation about 3 weeks later. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, d1, d4 (item, lot, exp date, UDI), g3, h1, h2, h3, h4, h6, h10 reported event was confirmed as medical records (xrays) were provided and reviewed by medical professionals. The review confirmed dissociation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.